Manufacturer narrative:
The product was returned for eval. On panel side a, the zipper slider body was open. The mattress envelope sleep surface was delaminated in the central area. Window a was not returned with the canopy and was missing. Inspection showed that the damage to the canopy was such that the user would not have been able to assemble the canopy and use it. (B)(4).

Event description:
The customer requested a replacement of the canopy side window. Eval of the returned product found that the zipper slider body was open.